Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent orif surgery via tfna for femoral trochanteric fracture with the cement in question. It was the third time the cement was used. In the surgery, the instrumentation nurse and the surgeon connected the first white syringe filled with cement to the cannula, and after filling the cannula, there was a snapping sound as the syringe was turned and removed. They were not concerned, thinking the noise was caused by plastic rubbing, but when they tried to connect the second white syringe to the cannula, the surgeon confirmed that it could not be connected. When the cannula was checked, the connection part of the first white syringe remained, and they tried to remove it, but could not remove it. An attempt was made to inject a second syringe with no connection, but it leaked and there was no backup, so the procedure ended without the use of cement. The surgery was completed successfully with 30 minutes surgical delay.